Event description:
Dexcom was made aware on 10-09-2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. The patient's parent reported that the pediatric patient experienced a skin reaction with itching, burning, rash, and redness, under the overlay patch, which occurred 3 days after the sensor had been inserted in the abdomen. The reaction was treated with a prescription of flucloxacillin 5mg twice a day. At the time of the report, the patient was stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).